Manufacturer narrative:
The thermogard console was evaluated by zoll service personnel at the customer site. The reported complaint of the thermogard console (sn (B)(4) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The root cause of the mid:09 error was the defective air trap sensor block with the board due to a possible overflow of fluid into the air trap chamber, likely attributed to user mishandling. There was no history of start-up kit (suk) leak complaints reported by this customer. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. The defective air trap sensor block with the board was replaced to address the customer's reported complaint of mid:09. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(4). Ccr 32240, reported on (B)(6) 2017, the air trap sensor block was replaced to remedy the mid:09 error.

Event description:
During the device check, the thermogard console (sn (B)(4) displayed an error message mid: 09 (air trap assembly). No patient involvement.